Event description:
A facility reported that while obtaining a vaginal tissue sample during a well women exam, the clamp/tischler - shaft only (30-1495) would not release and injured the patient. As a result, the patient experienced discomfort and bleeding. The exam was completed without significant delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4 (product serial number, UDI#), d9, g3, g6, h2, h3, h6, h10. The tischler - shaft only (30-1495) was returned for evaluation. Device history record (DHR): no abnormalities related to the reported issue were identified. Failure analysis: the returned tischler - shaft/clamps were received in used condition with wear and staining across the surface. The handles were difficult to open and close. When the shaft was removed, the handles were able to open and close without issue, indicating issues with the jaws. Root cause: the reported complaint was confirmed. Evaluation noted the tischler - shaft were in used condition with the jaws sticking. This issue may be the result of wear or debris inside the hinge. No manufacturing, workmanship, or material deficiency has been identified.